Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents were within specification and no unexpected battery out limit alarm was noted. The insulin pump passed the displacement test, rewind and basic occlusion test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked display window, minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported that the insulin pump had numbers ramping on the screen after a battery change. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 290 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.